Event description:
It was reported that a new ilet user experienced hyperglycemia with a blood glucose of 246 mg/dl, declined a confirmatory fingerstick, and changed the infusion set; a goodwill supply order was provided and troubleshooting and education were completed. No reported clinical symptoms. Outcomes included no reported impact on daily activities and no medical intervention or hospitalization. Investigation included customer interview and device history record review. Investigation of this case revealed no device malfunction reported and use of troubleshooting with supply replacement support. It was concluded that the event was user-related or cause could not be determined, with no confirmed device failure. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.